Manufacturer narrative:
It was reported that the weld on the bed assist bar broke ("stated the bed assist bar is broken when the rail meets the mattress"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per phone call, account called and stated, "the bed assist bar is broken when the rail meets the mattress".